Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for the treatment of a metastatic cholangiocarcinoma during a choledocho duodenostomy procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed, and the handle broke. The device was removed, and the puncture was closed using an ovesco clip. The patient experienced bile leak and was admitted to the hospital beyond standard of care. Endoscopic retrograde cholangiopancreatography (ercp) procedure was performed to address the bile leak and a fully covered biliary metal stent was placed in the common bile duct. The patient was discharged from the hospital two weeks later. Note: it was reported that the axios stent was intended to be placed in the blie duct to treat a metastatic cholangiocarcinoma. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to be placed in the bile duct.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy for biliary indication. Imdrf device code a0401 captures the reportable event of handle break for biliary indication. Imdrf patient code e1108 captures the reportable event of bile leak. Imdrf impact code f2202 captures the reportable event of the endoscopic procedure performed to address the bile leak. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for the treatment of a metastatic cholangiocarcinoma during a choledocho duodenostomy procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed, and the handle broke. The device was removed, and the puncture was closed using an ovesco clip. The patient experienced bile leak and was admitted to the hospital beyond standard of care. Endoscopic retrograde cholangiopancreatography (ercp) procedure was performed to address the bile leak and a fully covered biliary metal stent was placed in the common bile duct. The patient was discharged from the hospital two weeks later. Note: it was reported that the axios stent was intended to be placed in the bile duct to treat a metastatic cholangiocarcinoma. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to be placed in the bile duct.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy for biliary indication. Imdrf device code a0401 captures the reportable event of handle break for biliary indication. Imdrf patient code e1108 captures the reportable event of bile leak. Imdrf impact code f2202 captures the reportable event of the endoscopic procedure performed to address the bile leak. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned partially deployed. Visual examination of the returned device found the control hub detached from the outer sheath. The inner sheath was also kinked. No other problems were noted with the stent and delivery system. The investigation concluded that the observed problem of control hub detached from the outer sheath was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. The reported event of stent failure to deploy was confirmed as the stent was received partially deployed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed in the bile duct to treat a metastatic cholangiocarcinom. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris." The axios stent is not indicated to be implanted in the bile duct. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the most probable root cause is known inherent risk of device.